Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area pre-existing condition of a skin irritation the lifevest exacerbated causing red spots like measles and little blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical steroid called triamcinolone for the skin irritation. Follow up indicated that the skin irritation improved.